Event description:
It was reported that the patient experienced back pain starting in (B)(6) 2011. An x-ray was taken by her rheumatologist who stated that the "screws looked like they might be defective." There was no known accident or incident related to this complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).